Event description:
Patient self tester reporting unexpectedly high results on meter. Date: (B)(6) 2010, inratio: 6.4, date: (B)(6) 2010, inratio: 3.6, date: (B)(6) 2010, inratio: 1.7, date: (B)(6) 2010, inratio: 2.6, date: (B)(6) 2010, inratio: 1.9.

Manufacturer narrative:
Investigation pending.